Event description:
The customer reported multiple issues with this unit.

Manufacturer narrative:
The customer reported multiple issues with this unit. The unit was evaluated at phillips, and it was found that the unit failed to power up. The power pca was replaced to resolve this issue.